Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In 2009, this patient underwent endovascular repair of a thoracic aortic aneurysm. Debranching surgery for a bypass to the left subclavian artery was performed, and a gore tag thoracic endoprosthesis was implanted, intentionally covering the left subclavian artery. The left common carotid artery was also unintentionally slightly covered; however, angiography did not reveal any flow delay. Three days later, a CT image revealed that the left common carotid artery was covered. A bypass surgery for the left common carotid artery was performed, restoring blood flow. The patient tolerated the procedure.